Event description:
It was reported that the customer has a gamma xl monitor that is currently being used in endoscopy suites for procedures requiring basic monitoring. With spo2, the customer reports occasionally either the waveform will be present with no values, or they will get values, but no waveform. For nbp, the customer is complaining of accuracy of the nbp algorithm with pts diagnosed with dysrhythmias. The customer stated that the monitor works fine on healthy pts, but not on pts with cardiac arrhythmia. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.